Event description:
Complainant alleged that medics responded to a witnessed arrest of a patient. Upon the medics' arrival on scene, patient CPR was in progress. Medics tried to analyze patient's heart rhythm, but device displayed a "check pads" message. The medic checked the stat pads multi-function electrode placement on the patinet, electrode patient adherence and all connections, and all were secure. The patient's skin was dry and hairless. The medics again attempted to analyze the patient heart rhythm, but the device displayed same message. The medics then analyzed the patient's heart rhythm through lead 2 of ECG pads, and determined that patient was presenting a course ventricular fibrillation heart rhythm. The medics then attempted to shock the patient at 200 joules, but the device displayed the same message and did not discharge. The medics then obtained a second device, and the patient was defibrillated. The patinet subsequently expired. The complainant indicated that the lot number of the used electrodes is unknown, and that the used electrodes would not be returned to zoll for evaluation, as both the used electrodes and the packaging were discarded subsequent to the event.